Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator sn (B)(4) was received for investigation. During functional testing of the returned generator, the event was confirmed as the display remained white after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor was depleted. The depleted cmos voltage resulted in the default bios settings being loaded which changed the normal boot sequence and display port settings. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During preparation for an ablation procedure, the screen remained white when the generator was powered on. Power cycling the device did not resolve the issue. The patient was in the procedure room with no anesthesia or needles placed. However, the type of injection was changed when the generator would not function as intended and the ablation procedure was cancelled. A b/l l4-s1 facet injection was administered instead of the ablation.